Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of x-rays revealed a gross fracture through both lead wires. Treating neurologist indicated that the patient was weelchar-bound, but was pretty active and falls a lot. It was reported that the patient is impaired and that it is not uncommon for them to fall, striking their chest because they are unable to put their hands out to stop the fall. Lead replacement surgery is planned. The generator may also be replaced if a compatible model lead for the original generator is not available. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.